Event description:
It was reported that the pump shut down unexpectedly. There was no adverse impact to the customer's blood glucose level. During troubleshooting, tandem technical support assisted the customer in turning the pump back on after plugging it into a power source. Customer declined to troubleshoot the issue further with tandem technical support, therefore no additional information was obtained.